Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was on 500 milligrams suppressive oral cefadoxril at admission and was given 2 grams of intravenous (IV) cefaxolin every 8 hours in the hospital.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files showed the system operating as intended. The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for infection on (B)(6) 2023. The patient had a known driveline infection with increased drainage and new fluid collection seen on a computed tomography (CT) scan. The patient was positive for methicillin-sensitive staphylococcus aureus (mssa). The patient was on suppressive oral antibiotics at admission and was given intravenous (IV) antibiotics in the hospital. The patient continued on IV antibiotics and potential surgical debridement. The patient was still admitted as of (B)(6) 2023.

Manufacturer narrative:
Related manufacturer reference number: 2916596-2023-08829 (B)(6), captures the onset of the driveline infection. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.